Event description:
The coil started to go out of a microcatheter and then would not advance-bunched up as he tried to pull out it was locked and stretched. He had to pull entire system out. The patient did fine.

Manufacturer narrative:
Based on the information, the event could not be confirmed. The product was not returned for analysis; however, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This report is related to (B)(4), MFR report # 1226348-2014-00371. This is the event that the user did not recall but stated it was similar to the issue in the related report. Event date is stated as (B)(6) 2010 to transmit this report however the event date is unknown. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.